Manufacturer narrative:
(B)(4).

Event description:
During follow-up, the loading time for hv therapy was greater than 20 seconds. The device was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
The field experience of extended charge time was verified in the laboratory. The high voltage capacitors were sent for further analysis. The root cause of the extended charge time was due to non-film forming trace elements found on the anode wire of hv capacitor. The extended charge time was caused by an anomalous hv capacitor.